Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. The customer¿s blood glucose was 254 (mg/dl). Reportedly the customer reverted to manual injections for insulin therapy.